Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 23.2 mmol/l (mobile) and 11.2 mmol/l (aviva). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
(B)(4).